Event description:
A site representative, nurse, reported that, while in an ent procedure, they received intermittent connectivity with the ports on their navigation system. The site manipulated the patient tracker and instrument tracker in the axiem box to receive connection. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient information was unavailable from the site at time of this report. Medtronic representative performed a navigation system check-out, all areas passed. Navigation system functioned properly and accurately. No parts were returned to manufacturer for analysis.